Event description:
The following information was received from gpv and is a spontaneous consumer report from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced peritonitis and was hospitalized. Treatment information was not reported. The patient was taking an unspecified antibiotic which caused the yeast infection. Dianeal therapy was ongoing. On an unreported date, the patient recovered. Baxter considered the antibiotic suspect. An opinion of causality was not reported. The consumer declined contact with the healthcare professional.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10j12011, h10i01080, and h10h19027. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 5 involved in this peritonitis event.